Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump had flipped - this was not confirmed. Following an unspecified surgery, it was reported that the pump had "pus and infection all around it". The fluid around the pump was infected. Fluid was taken from the spine to determine how bad the infection was; results were not reported. The healthcare professional had indicated that this was a "new infection". Per the reporter, "probably from when the doctor was trying to fill the pump." It was noted that at the time of the pump refill the hcp had difficulty accessing the pump and was poking "for one and half hours". The pt was placed on antibiotics. The hcp was concerned that the pt's body was rejecting the pump. He wanted to remove the pump so that the pt could get rid of the infection. Per the reporter, "this is the second pump flipped". The type of medication, concentration, and daily dose being administered via the pump were not provided. Additional info has been requested, a follow-up report will be sent if additional info becomes available.